Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 456.304 lot number 7828763 titanium helical blade and 456.480 lot number 7694329 titanium cannulated trochanteric fixation nail was possibly caused by poor reduction, patient noncompliance, advanced age or another comorbidity; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 456.304 helical blade and 456.480 trochanteric fixation nail are instruments routinely used in the titanium trochanteric fixation nail system. The devices were returned and reported to have contributed to a nonunion. This condition is unconfirmed; no x-rays were provided to verify the presence of a nonunion. It is possible that poor reduction, patient noncompliance, the patient¿s advanced age or a comorbidity may have led to this complaint condition. The 456.304 helical blade was manufactured in october 2014 and is less than a year old. The 456.480 nail was manufactured in may 2014 and is over a year old. Both returned devices are in fairly worn condition consistent with insertion and removal. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of original implant procedure is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: may 29, 2014 - expiration date: april 1, 2023. A review of the depuy synthes monument device history records for manufacturing revealed no complaint related issues for this device. A non-complaint related non-conformance report was found for ¿oversize stock.¿ the raw material was sorted and the oversized material was returned to the supplier. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a right subtrochanteric fracture on an unknown date. The patient was treated with the implantation of a trochanteric fixation nail (tfn), helical blade, and 5.0mm locking screw on an unknown date. The fracture did not heal, so the patient underwent a revision procedure on (B)(6) 2015 to remove the nail, helical blade, and locking screw. All hardware was removed and patient was revised to another manufacturer¿s nail. There was no delay in the procedure and the revision was completed successfully. The helical blade was removed from the patient, without issue, utilizing a helical blade extractor. It was noted after the procedure that the extractor had become stuck to the helical blade and could not be separated. Complaint file ((B)(4)) captures the event against the helical blade extractor. This report is 2 of 3 for (B)(4).